Event description:
It was reported that during a percutaneous transluminal intervention procedure in a lesion in a non-tortuous, calcified, concentric proximal left anterior descending coronary artery, pre-dilatation was performed using a non-abbott balloon dilatation catheter. Then a 3.5x15 promus otw drug-eluting stent delivery system was advanced to the target lesion, but, during advancement of the promus otw, an indeflator was connected to the promus; when attempting to draw negative pressure using the indeflator, the promus would not hold the negative pressure. The 3.5x15 promus otw was retracted, and a 3.5x12 promus was used successfully to treat the lesion. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted the stent delivery system (sds) was returned with blood on the stent implant and on the balloon consistent with insertion into the patient anatomy. There was contrast in the inflation lumen consistent with preparation of the sds. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted to the stent implant. There was no damage noted to the sds. The inflation device used during the procedure was not returned. An indeflator, filled with water, was used to prep the sds with no leak or air bubbles noted. Then the balloon was inflated to the rated burst pressure (rbp) with no damage noted to the balloon and no leak noted to the catheter. It was reported that the physician pulled negative pressure while the sds was advanced in the patient and the balloon reportedly would not hold pressure suggesting the device was prepared inside the patient. It should be noted that the promus everolimus eluting coronary stent system instructions for use (IFU) states: do not prepare or pre-inflate the delivery system prior to stent deployment other than as directed. Use the balloon purging technique described in section 13.3.3 operators instructions, delivery system preparation. 1. Prepare an inflation device/syringe with diluted contrast medium. 2. Attach an inflation device/syringe to the stopcock; attach it to the inflation port of the product. Do not bend the product hypotube when connecting to the inflation device/ syringe. 3. With the tip down, orient the delivery system vertically. 4. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. 5. Close the stopcock to the delivery system; purge the inflation device/syringe of all air. 6. Repeat steps 3 through 5 until all air is expelled. If bubbles persist, do not use the product. 7. If a syringe was used, attach a prepared inflation device to stopcock. 8. Open the stopcock to the delivery system. 9. Leave on neutral note: while introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon. As the returned device analysis confirmed there was no leak to the sds, the IFU deviation of preparation of the sds inside the body and pulling negative inside the patient is not related to the reported leak. The reported leak could not be confirmed and there is no indication of a product quality deficiency. It is possible that the inflation device use during the procedure may have been faulty or had a loose connection. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database was performed and no other incidents have been reported for leak for this lot. Based on the investigation, there is no indication of a product quality deficiency. All sds are 100% leak tested on line. Additionally, a sampling of units is destructively tested to verify balloon pressure integrity prior to release of the lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Guide cath: mach1 sl4 6fr. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.